Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. The device was returned and an evaluation was completed. During inspection, olympus confirmed, the reported event of fragment of the argon catheter remained in the biopsy channel. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, the subject device was returned to olympus without conducting/completing reprocessing at the facility, which caused fragment of the argon catheter to remain in the biopsy channel. The event can be detected and prevented in accordance, with the following instructions for use (IFU). IFU states, that detection method in bf-1th1100, operation manual, chapter 3: ¿preparation and inspection¿. IFU states, that preventive measure in bf-1th1100, reprocessing manual, chapter 5: ¿reprocessing the endoscope (and related reprocessing accessories)¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the bronchovideoscope had a fragment of the argon catheter remained in the biopsy channel. There were no reports of patient harm.